Event description:
The physician placed the stent in the subclavian artery, on the same night as the procedure, the vessel became totally occluded. The patient was sent for an emergency bypass surgery.

Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days of receipt.